Manufacturer narrative:
There was no death or device malfunction associated with the patient injury. There was no indication or allegation to suggest that the device contributed to the patient's fall.

Event description:
A distributor contacted zoll to report that a patient fell onto his monitor and had a hematoma at his ribs. It was reported that the patient had prostheses at both knees and uses a walking frame. The current medical condition of the hematoma is unknown, follow-up indicated that there were no further issues with the patient. There is no indication that the device contributed to the hematoma, which is being reported out of an abundance of caution.